Manufacturer narrative:
Upon further investigation of the sample, a streptavidin interfering factor was identified in the sample. This interference is documented in product labeling. Review of the provided calibration and qc data did not indicate a general reagent issue.

Manufacturer narrative:
Additional information was received confirming the date of the event should have been (B)(6) 2014. The cobas e601 serial number was actually (B)(4). The erroneous results were not reported outside the laboratory. There was no adverse event. The unit of measure for the ft4 assay was ng/dl.

Manufacturer narrative:
Sample was submitted for investigation. The customer's high ft4 result was reproduced. No interfering factor to streptavidin was found in the sample.

Event description:
The customer received questionable thyrotropin (tsh) and free thyroxine (ft4) results for one patient from cobas 6000 e601 analyzers when compared to the results from siemens and beckman analyzers. (B)(4). The unit of measure was not provided, but was thought to be the same for all methods involved. The initial ft4 result from cobas 6000 e601 serial number (B)(4) was 4.67. This result did not match the patient's clinical picture. The sample was sent to another hospital and tested on another cobas 6000 e601 analyzer and the result was 4.96. The sample was tested on a beckman analyzer and the result was 0.91. The sample was sent to another hospital and tested on a siemens analyzer and the result was 1.44. The results from the siemens and beckman analyzers match the patient's clinical picture. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).